Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2009-00207. It was reported that during a coronary stenting treatment procedure, stent damage and stent moved on the balloon occurred. The 95% stenosed lesion being treated was located in the moderate to severely calcified, moderately tortuous mid to distal right coronary artery (rca). The lesion was predilated with a 3.0x15mm maverick balloon. The physician attempted to deliver the 5.00x24mm liberte bare metal stent, but was unable to cross the lesion. The physician pulled the stent back to perform additional dilation and noticed the proximal stent struts were flared. The physician then performed additional predilatation and attempted to deliver a 5.00x20mm liberte bare metal stent, but the stent would not cross the lesion. The stent moved on the balloon and a stent strut was lifted. Because the physician was unable to stent the lesion, the pt was sent to bypass surgery. Pt's status reported as "good".